Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing caused by lead noise were observed. No symptoms were reported. Programming changes were recommended. Physician will consider capping the lead. No further information is available at this time.